Event description:
It was reported the bronchovideoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the bending rubber was missing at the glued section. Based on historical data, possible causes include environmental problem such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems such as signal loss or open circuit, damage, deterioration, and wear and tear between the components without any design or manufacturing defects. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had no image. There were no reports of patient harm.